Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set tubing broke and the quick release kept coming off. It occurred with 2 sets. No further information available.